Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's father stated the patient received a low alert on the receiver and the cgm was showing that the patient was at 60mg/dl. The patient went to the nurse's office and at that point, the cgm was showing 50mg/dl. The nurse provided the patient with orange juice and a nutri-grain bar. No symptoms were reported. It was indicated that when the patient got home, the patient's father performed a finger stick that was reading 160mg/dl, compared to the cgm that was reading 399mg/dl. No additional event or patient information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.